Manufacturer narrative:
The patient was receiving adjust belt messages, arrhythmia alarms, and check therapy pad messages. This was due to incorrectly laundering garments instead of the recommended laundering instructions provided in the IFU. Zoll customer support provided new garments and reiterated garment laundering instructions per IFU. The patient confirmed they understood the instructions. However, the patient continued to launder the garments incorrectly. Customer support continued to work with the patient and offered to replace the equipment. Follow up indicated the patient refused further assistance and ended use per their own decision (not prescribers' decision). The patient¿s lifevest equipment was returned and evaluated. The lifevest equipment was found to be functional. Closing case.

Event description:
Medwatch report mw5181110 received 1/20/2026. It was alleged that, ¿as zoll lifevest device became more defective, my wife and I would be woken by horrid alarm most nights. In some cases, an electrode moved during sleep. Over time it was more about the pads not detecting my heart (per info provided during customer service calls). Hence, I had to wake to press button or disconnect batteries to avoid getting an unneeded shock that could harm me. Easiest solution to protect me was to not wear it. So, the falser alarms, the less I used it to protect against unnecessary electrocution. My quality of sleep and life improved dramatically after cessation. I called zoll customer service many times to complain (phone shows 10+calls). Customer service was helpful but never solved recurring problem. So, I stopped calling and stopped wearing the vest, which seemed to suffer from 2 defective pads. Customer service provided many different explanations for the false alarms, as in every case the sr was normal; namely, my ejection fraction (20-25) was too low to be detected, vest stretching, my low body mass index (24), pads are cracked, etc. In talking to customer service, it was clear that the problems I was having were common, but they also suggested my vest electronics might be defective and encouraged me to order new set. By then, I was fed up and read a few studies of life vest¿ there was no adverse event. Patient did not follow the IFU. Please see section h10 for details on the investigation. Equipment was found functional. Closing case.